Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding another issue (cellophane broken) of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 47 closed samples. Knot pull tensile strength test results conducted on the closed samples analyzed are 2.31 kgf in average and 2.11 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.92 kgf in average and 0.31 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples analysed comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that the thread broke during surgery. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.